Event description:
Infusion set for chemotherapy was leaking from the chemotherapy bag. Alaris pump was alarming more than usual. Additionally, there were more air bubbles and air in tubing than normal. Not sure if the tubing or the phaseal piece was leaking. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pickup by calling my number below.